Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with the customer did not locate source of blockage. Another cartridge was loaded and reportedly, customer resumed insulin therapy. Customer's blood glucose was 319 mg/dl.